Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose value at time of incident was 14 mmol/l. The customer also reported that the location of air bubbles was around the reservoir and tubing. The customer was assisted with troubleshooting. The customer was refused to troubleshoot for high blood glucose level. The reservoir will not be returned for analysis.